Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient at home. The customer also reported that the patient's fill volumes were not within a "normal range" when the alarm sounded. The patient went to the hosp and was subsequently switched to the companion 2 driver. The customer also reported that the patient's fill volumes were within "normal range" after the patient was switched to the companion 2 driver. There was no reported adverse patient impact. The customer also reported that this patient has a history of borderline hypertension and moderate volume overload. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions.